Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 23-apr-2018, a field service engineer (fse) was dispatched to the customer's facility to address the customer's reported event. Fse inspected instrument and found wash probe #2 is stuck in the upper position. Fse replaced the wash probe #2, and ran precision on patient samples, ran 3 levels of qc, all results completed within acceptable range. Instrument is functioning as intended. A (B)(4) complaint history review and service history review for similar complaints was performed for the aia-900, serial number (B)(4) and ctnl lot number h619359 from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. St aia-pack ctni2 specification document was reviewed. Evaluation of results: quality control- in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Troponin I results should never be used as the single determining factor in treatment of the patient. Physicians should be made aware that published literature indicates possible interference in troponin I assays - i.e. Both false positive and false negative results. The 16, 17 studies on patients diagnosed with myocarditis and dilated cardiomyopathy indicate that disease specific cardiac autoantibodies may be present in the serum and plasma of these and other patients. The 18-20 autoantibodies are generated against cardiac proteins and this could potentially cause false negative results if the autoantibodies produced interfere with the epitopes utilized in a particular manufacturer's assay. Patient samples may also contain human anti-mouse antibody (hama) due to either natural antibody production or antibodies produced in response to therapy regimens. Hama may cause either false positive or false negative results in assays using mouse monoclonal antibodies. Other heterophile antibodies are also known to interfere in assays of this type. St aia-pack ctni 2nd-gen has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. Results from this or any other in vitro diagnostic procedure which do not correlate with the clinical presentation of the patient should be interpreted with extreme caution. The use of a single ctni result on a patient should be discouraged. As with the other cardiac markers, a temporal pattern of rise and fall over time should be observed to aid in accurate interpretation of the results. Users are reminded that elevations in ctni can occur for reasons other than myocardial infarction, and lack of a ctni value over a certain value does not preclude ami or serious cardiac injury. Assays from various manufacturers may yield different results. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. The aia 900 operator's manual chapter 11 - maintenance provides detailed information on wash probe cleaning and installation. The most likely cause of the reported event was due to incorrect positioning of the wash probe.

Event description:
On (B)(6) 2018, customer reported a potential discrepant cardiac troponin I (ctnl 2) results on two patient runs on the aia 900 instrument. On (B)(6) 2018, patient 1 result: 0.34, rerun 0.34. On (B)(6) 2018, patient 2 result: 0.39, rerun <0.03. Customer normally runs quality control (qc) once a day and do not run qc with individual ctnl 2 results. Technical support specialist (tss) recommended to customer to run qc with every run of ctnl 2, the customer decided to run ctnl 2 in duplicate. Tss instructed customer to perform a 20 replicates of precision test on qc and on a patient sample. On (B)(6) 2018, the customer sent results of the precision. The patient sample run 20 times was <l for all samples and the qc precision was 8.2% coefficient of variation (cv). On (B)(6) 2018, the customer received a new lot of ctnl2. The customer performed 20 replicates of precision test on new lot of ctnl2 and the % cv was 7.2. Customer reported a sample run was performed (B)(6) 2018, and the result was 0.29, rerun was <l. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.